Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported the certas tool kit was not able to adjust the valve setting. No patient injury or consequences.

Manufacturer narrative:
The certas tool kit was returned for evaluation: DHR: the unit met all manufacturing quality testing/inspection specifications at the time of distribution. Failure analysis: it was noted that the returned unit is an obsoleted part, and the supplier no longer has the proper equipment to test the unit. However, they did look at the unit and determined that the dial appears to move freely when in motion and that the unit did appear to release the dial with the depression of the button and lock the dial upon release of the button. The complaint product appeared to be in working order. Based on the analysis conducted, the complaint could not be confirmed. Root cause: the complaint unable to be confirmed in the complaint evaluation. Product was received for analysis and the investigation could not confirm the complaint. Potential root causes include user misuse, or use of obsoleted part.

Event description:
N/a.